Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead's conductor was fractured due to clavicular crush and exhibited loss of capture. The rv lead was explanted. No additional adverse patient effects were reported.